Event description:
Event description cpi received information that this bipolar lead was repositioned. The physician elected to perform an invasive procedure to reposition the lead on january 17 due to dislodgement. Additional information was received on april 23 stating the lead was removed, both events will be reported at this time. A new lead of the same model was implanted.